Event description:
The procedure was right sfa atherectomy via the left groin. The physician withdrew the turbohawk device from the right popliteal segment into mid sfa to evaluate progress, but during removal withdrawal became difficult. The sheath had backed up into ipsilateral common iliac. A tangled wire was seen between the sheath and turbohawk housing. The physician was unable to pull back the wire after multiple attempts to reposition the sheath and turbohawk catheter. The decision was made to remove the system as a unit. At this point the physician was unable to gain control of bleeding at the entry site. The physician canulated the right groin to cross over and evaluate the left access site and observed extravasation. A 7x40 balloon was placed at the site to seal the artery and the patient was transported to the operating room for repair of the left entry site.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancise relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Device evaluation: the turbohawk device was received for evaluation without the cutter driver. The turbohawk was loaded through a 7fr guide sheath, and a 0.014inch guidewire was loaded through the taper tip guidewire lumen of the turbohawk distal tip assembly. The guidewire exhibited severe bending proximal to the rx guidewire lumen. And the wire had been twisted around the torque shaft. The distal tip of the guide sheath exhibited significant compression. Damage of a similar nature has been observed, when the guidewire is prolapsed proximal to the turbo hawk's rx wire lumen and the device is then pulled into the guide sheath. This causes the guidewire to damage the rx lumen and further damage the guidewire.